Manufacturer narrative:
Four incident samples received for investigation, however it is unclear which incident they relate to. A follow up report will be submitted with failure investigation results once the evaluation is completed.

Event description:
The customer reported that 588mls of vamin was set to infuse over 18 hours; however, the infusion finished 2-3 hours earlier. No pt harm or medical intervention was reported. No additional information provided.